Manufacturer narrative:
A front bezel was returned for failure analysis. Previous investigations have shown that liquid ingress due to the variability of the assembly process caused the navigation ring to fail.

Manufacturer narrative:
Date of report: 25aug2021. Initial reporter name and address: (B)(6). There was no patient involvement.

Event description:
The customer reported that a ventilator had a nav-ring that was defective. It was reported that the display setting value fluctuated when attempting to change settings via the nav-ring, however, no value was accepted on its own. Additionally, the event log revealed an occurrence of a check vent backup alarm failure (error code 1104). The reported issue was discovered outside of clinical use during testing unrelated to set up for patient use. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy. The device was evaluated by the customer and an international philips field service engineer (fse) who confirmed the reported issue. The fse replaced the front bezel. Moreover, the fse recommended that the central processing unit (cpu) be replaced. The cpu was not replaced as requested by the customer. The device was then overall checked and functionally tested. No other anomalies were reported.